Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not opened. A field service engineer inspected the station, and it was turned off and removed back on auxiliary and the back of the drawer was opened and examined. The issue was expected to be with the latch and spring, but the spring was not broken. Then the fse removed the half-height drawer, and the station was turned on. The drawers 4.1 and 4.2 were tested in the hardware testing application and verified the drawer functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was not opened. The customer confirmed that there was no delay since the user managed to get meds from other stations. However, there were no adverse events or injuries reported due to this event.